Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change when the chronic right ventricular (rv) lead was attached to the new implantable cardioverter defibrillator (ICD), the rv coil impedance was high/undefined. The reading was the same when tested through the analyzer. The coil was suspected to be damaged. The lead was capped and replaced. No patient complications have been reported as a result of this event.